Event description:
It was reported that a technical service consultant reviewed device data confirming high out of range shock impedance on this right ventricular (rv) lead. Ts recommended rv lead replacement. Remains implanted. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).